Event description:
A home pt's family member contacted baxter's technical service center (tsc) for assistance regarding a "low drain" volume alarm. Reportedly, upon closer exam the home pt's family member found that the pt line of the homechoice set was empty and it appeared as if it hadn't primed. The home pt did not confirm that the pt line had primed completely before connecting due to their poor eyesight. The home pt's family member then inspected the setup further and found that the port of the heater bag was crimped. Baxter's tsc assisted the home pt's family in ending therapy early. The home pt's family setup with new supplies to complete therapy. No pt injury or medical intervention was associated with this incident, per the home pt.